Manufacturer narrative:
On 29-aug-2022, we received the initial product problem information from the product importer/distributor. This problem was regarded as complaint case for investigation since we received the information. No lens was received from the patient for investigation. The specific lot number involved in the event is unknown. Our distributor checked their database and provided us the possible lot numbers supplied to the patient for evaluation. We performed the investigation for the possible lot numbers. The sterility test for the relevant retention stock lenses was conducted. The observation results showed that the products were completely sterilized and free from the presence of viable microorganisms. The manufacturing records of the possible lot numbers were reviewed, there's no abnormality found. Each manufacturing process complied with the requirements and was operated under normal and stable conditions, and the products passed the routine tests/inspections. The products were released under the qualified status. The history records of complaint, nonconformity issues and adverse event were also reviewed, and there was no trend could be identified. Based on the above investigation results, no abnormality with the lenses or the manufacturing process was found. No direct relevance could be found between the reported product and the event. The root cause could not be determined. No conclusion could be drawn. On 20-sep-2022, the initial report for the above investigation result was provided to the distributor for the confirmation between both sides. On 4-oct-2022, the reported information for this event by the distributor (report# 3012421058-2022-00001) was received through the email. After received the confirmation email, we immediately prepared to report this event according to the above evaluation results. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
On 29-aug-2022, an email was received from the product importer/distributor. It indicated that a patient (pt) alleges that, after using the suspect medical device sometime in (B)(6) 2021, she "immediately felt like she was getting an infection, possibly pink eye." Upon visiting the doctor, the patient was allegedly informed that she had a waterborne bacterial infection on her eye. The patient further alleges that she was diagnosed with a pseudomona infection that was aggressive, resistant to antibiotics, and that led to a corneal ulcer, and ultimately blindness, in her right eye. The patient attributes these events to her use of the suspect medical device. No additional information was received at the time of this report. The patient's current condition is unknown.